Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that during the hvad implant procedure via lateral thoracotomy approach the surgeon reported that he had difficult access of the pump to the sewing ring due to displacement of rib, and the angle and size of the thoracotomy space. The pump had to be manipulated around the broken rib to be able to be seeded into the sewing ring appropriately. Once the pump was seeded, it was noted that the wire housing via the connection to the motors on the top and bottom of pump had a complete separation of the polyurethane around the wires, exposing all six wires. The pump was exchanged and the damaged pump was removed and stored by the site. The patient tolerated the procedure though he required a prolonged cardiopulmonary bypass pump time of 3.2 hours. The last report received indicated that the patient was extubated and weaned off vasopressors within twelve hours. Vital signs were stable and pump hemodynamics parameters good. Investigation is ongoing.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual evidence obtained from the returned device. Unaided visual inspection shows the driveline strain relief detached from the header block, exposing the six wires. Closer examination of the separation region suggests that the joint was exposed to cycle bending moments along with tensile force that contributed to a crack propagation and final separation between the two components. Review of the current manufacturing process did not identify deviations that may have caused or contributed to the reported event. The strain relief and block header demonstrate proper rtv application on the joint and proper encapsulation of the header. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the investigation conducted in conjunction with the event description, it is likely that the manipulation of the device through the broken rib or contact with other sharp object may have induced small cut(s) on the strain relief which propagate across the joint; thus causing a complete separation between the strain relief and block header. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.